Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the delivery of an onyx frontier coronary drug eluting stent the delivery system detached/fractured. The intended lesion was the left anterior descending (lad) artery, the detached portion of the device does not remain in the patient as the fractured section was outside of the patient. The catheter/delivery system deformed and a kink was noted. It was stated thatthere were wires in the lad and diagonal for possible double kiss crush technique. One stent was positioned in the diagonal and an attempt was made to position the other stent in the lad when resistance was met and the stent delivery system severed. It was discovered that the stent intended for the lad was put on the diagonal wire which is why there was resistance. The device was inspected with no issues noted. Negative prep was not performed. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. The patient was reported alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the detached portion of the device was successfully removed from the patient as it was on the wire. The catheter did not deform or kink prior to the detachment/fracture. Resistance was not noted during withdrawal of the device, and excessive force was not used. The device was not kinked and re-straightened during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.